Manufacturer narrative:
(B)(4). The investigation is currently ongoing and conclusions will be sent in a f/u report to the FDA.

Event description:
The customer reported that a metal cable clamp had fallen from the top of the ceiling suspension (cs). The operator saw the part fell and placed the call. It was confirmed by the field service engineer that there was no user or pt injury.